Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the last two legs of the filter became caught inside the sheath. After further manipulation of the filter with the pusher wire, the filter deployed; however, it became tilted in the ivc. Attempts were made to remove the filter from the jugular vein, but they were unsuccessful and the filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. One image was provided. Based on the image review, the complaint investigation is inconclusive for deployment and filter tilt issues. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.